Event description:
During deployment, AED disarmed a shock on a shockable rhythm. (B) (4).

Manufacturer narrative:
Method: cdr was reviewed for this incident. Conclusion: this report is being filed as it cannot be confirmed that recurrence would not cause an adverse event.